Event description:
It was reported that balloon rupture occurred. A 7.0 x100, 135cm charger balloon catheter was selected to dilate the lesion. During inflation the balloon ruptured at 11 atmospheres . The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and leak was noted. A further microscopic analysis confirmed a longitudinal tear along the balloon length. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).